Manufacturer narrative:
The investigation is ongoing. If additional reportable information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported via clinical trial that a patient was unable to complete their hemodialysis session due to proximal obstruction and was admitted to the hosptial for severe thrombosis. The patient was treated with surgical thrombectomy and revision of fistula with basilic transposition. The event was considered resolved and the subject was subsequently discharged from the hospital. The event is considered possible device related and not related to procedure.